Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/27/2017 with the following findings: the last recorded basal delivery was on (B)(6) 2017 at 07:44. The recorded total daily doses appeared to be different from the expected value as a result of a delivery interruption caused by an unrelated alarm. There was no activity outside of normal use observed. The pump reflected 24 units delivered after a 24 hour on 1u/hr duration test. The alleged issue could not be duplicated.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 432 mg/dl and associated symptoms of dehydration. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a pump inaccurate delivery issue. Troubleshooting by animas customer support was no completed as the customer was not available to complete troubleshooting. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged inaccurate delivery issue.